Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1800mg/dl, vomiting, sequelae, unspecified heart and lung issues, and a high ketone level identified as dangerous by healthcare provider. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue, and customer was unaware of bg levels. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, potassium, and magnesium. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved, however customer was still undergoing testing for any permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.